Manufacturer narrative:
Phone numbers: (B)(6). Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "peri-implant fluid"

Event description:
Patient reported right side "pain", "stiffness", and "twinge." Healthcare professional later reported "peri-implant fluid" and "progressive character lymph nodes" as well as "inflammatory process". The device has been explanted and replaced.